Event description:
Premicath was noted to be leaking upon insertion. Leak was observed between the 9 and 10cm markings. Neither pt nor clinician were harmed.

Manufacturer narrative:
This device will be returned to vygon's (B)(4) site where it will be forwarded to vygon (B)(4) (mfg site) for a thorough investigation. A f/u MDR will be submitted with results of the investigation and necessary actions within 30 days of receiving the new info.